Manufacturer narrative:
A product development investigation was performed for the subject device. It was reported that two t-handle t25 stardrive shafts (03.632.074 x2) broke while attempting to remove locking caps during a posterior lumbar revision procedure. Additionally a matrix holding sleeve ¿ long failed during screw removal. All fragments were easily removed and the procedure was able to be completed successfully without patient harm or surgical delay. The returned drivers (t-handle t25 stardrive shaft (03.632.074 lots 6515916 and 7575338) were examined and the complaint condition was able to be confirmed in each instance as the distal tips were found to be broken with missing fragments in each instance (approximately 3mm long x 4.6mm in diameter ¿ calipers ca94p). A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with attempted screw removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 03.632.074, lot 6515916: release to warehouse date: may 16, 2011. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a posterior lumbar revision procedure for adjacent level disc disease at an unknown level with an unknown matrix construct. During the procedure, a t-handle t25 stardrive shaft matrix-long tip broke when attempting to remove a locking cap. An additional t-handle t25 stardrive shaft matrix-long tip broke when trying to remove another locking cap. In addition, the holding sleeve for matrix-long tip broke when removing a screw. All fragments were easily removed with no additional medical intervention. Alternate instruments were used. The hardware was removed and the patient was revised to new hardware. There was no patient harm or surgical delay. The procedure was successfully completed. Patient outcome is stable. The patient was implanted with the unknown matrix spine system at unknown levels on an unknown date. The need for the revision procedure is being captured on linked complaint (B)(4). Concomitant devices reported: matrix locking cap (part unknown, lot unknown, quantity 2), matrix screw (part unknown, lot unknown, quantity 1). This is report 1 of 3 for (B)(4).